Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, a cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had physical damage. Customer stated that there were cracks on the screen and afraid that the insulin pump will not work and end up in the hospital. Customer cannot go back to manual injections. No blood glucose reading provided. No further information provided.